Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited far field oversensing on its right atrial (ra) channel. Technical services (ts) was consulted and discussed stored data as well as programming options. Additionally, ts discussed a stored pacemaker mediated tachycardia (pmt) episode with the caller, with the episode not been a true pmt episode and it been falsely stored due to patient getting their heart rate up to the maximum tracking rate. This device remains in service. No adverse patient effects were reported.